Event description:
Product complication: none. Time of complication: post procedure. Symptoms: multiple organ failures. It was reported that a carotid procedure was performed on a patient who had experienced a previous left sided stroke and lower extremity pdv. During the carotid procedure the patient was uncooperative and a general anesthesia was administered and the procedure was completed without incident. In 2005 the patient had (+) melanotic stools. Hct was down, and a gi was performed. The patient was found to have a duodenal ulcer. During hospitalization the patient's condition deteriorated with multiple organ failures and patient died 23 days later. No additional info was available.